Event description:
It was reported that the right ventricular lead had high threshold and poor sensing. On fluoroscopy, it was noted there was no slack in the lead and the tip had pulled back from the right ventricular apex. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2010. (B)(4).